Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted by a cardiologist via a sheath in the patient's left femoral artery. After 24 hours of intra-aortic balloon pump (iabp) therapy , the pump alarmed class 1 alarm (helium loss alarm). No blood was seen in the gas line. The pump was started again and for another hour the patient received iabp therapy. The pump alarmed again and blood was noted in the tubing. The surgeon removed the iab within 20 minutes to 1/2 hour of the alarm. A second iab was not inserted. There was no reported patient death, injury or complications. Medical /surgical intervention was not required. There was a delay / interruption in iabp therapy; however no harm to the patient was reported. The patient was sent to the intensive care unit. The patient has since recovered and has left the hospital.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 30cc 8.0fr fos (fiberoptix sensor). Blood was noted within the catheter upon return. No kinks or bends were noted on the central lumen. The teflon sheath was returned attached to the catheter with no signs of damage. A pink substance (consistent with a decontaminating substance) was noted on the cathgard and bifurcate. The one-way valve was tethered to the short driveline tubing. The fos connector and cal key were examined. The gray fos connecter was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no damage was noted. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The cal key and fos were connected to the iabp. The cal key and fos were recognized. The fos displayed an "ok" status. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. Other remarks: under microscopic inspection, a puncture consistent with damage from a sharp was noted approximately 24.0cm from the distal tip. A lab inventory spring wire guide (swg) was inserted through the luer end of the catheter; minor resistance was noted. The swg was able to advance. Blood exited with the swg. The swg was inserted through the distal end of the catheter. No resistance was noted. The swg was able to advance. No blood or debris exited with the swg. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed by visual inspection. The catheter failed leak test, and a puncture consistent with damage from a sharp was found on the bladder membrane. The root cause of the original complaint is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted by a cardiologist via a sheath in the patient's left femoral artery. After 24 hours of intra-aortic balloon pump (iabp) therapy , the pump alarmed class 1 alarm (helium loss alarm). No blood was seen in the gas line. The pump was started again and for another hour the patient received iabp therapy. The pump alarmed again and blood was noted in the tubing. The surgeon removed the iab within 20 minutes to 1/2 hour of the alarm. A second iab was not inserted. There was no reported patient death, injury or complications. Medical /surgical intervention was not required. There was a delay / interruption in iabp therapy; however no harm to the patient was reported. The patient was sent to the intensive care unit. The patient has since recovered and has left the hospital.